Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during the second firing for pulmonary parenchyma resection, the surgeon started fire the device, however it stopped on the halfway. Removed the device from the tissue, replaced by new reload, then connected to same handle. The surgeon started fire the device, however it also stopped on the halfway. Then replaced by second handle and third reload and the surgeon started fire the device, despite of a crack sound, the surgeon could fully fire the device and the firing was successful. No patient injury.